Manufacturer narrative:
Follow-up received on 08-aug-2016. Quality-safety evaluation of ptc: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 14-jul-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. In or around (B)(6) 2007, following discussion with her physician concerning safe and effective birth control options and consideration of own material concerning the essure device, plaintiff underwent the essure procedure. Sometime following to the implant, she began to experience symptoms that included, but are not limited to, incontinence, dysuria, painful bloating, irregular and painful menses, heavy bleeding, frequent bouts of bacterial vaginosis, weight gain, loss of libido, sharp stabbing pelvic pains, wood swings (as reported, understood as mood swings), discharge, hot flashes, painful intercourse, and back pain. She also began to experience a twisting pain in her fallopian tubes. In or around (B)(6) 2011, it was determined that one of her fallopian tubes was twisted. At that time, she underwent a removal of the fallopian tube to try and alleviate the symptoms. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding (interpreted as genital bleeding). Additionally, it was reported that one of her fallopian tubes was twisted (seen as fallopian tube torsion). These events were considered serious and only genital bleeding is listed in the reference safety information for essure. Genital bleeding may occur with essure therapy. In this case, she experienced this event sometime following essure procedure. Based on its nature, a causal relationship with suspect insert cannot be excluded. Regarding the other event, although a contributory role of essure is unlikely, since no alternative explanation was provided and considering the localization of essure devices at fallopian tubes, a causal relationship between the event and suspect insert cannot be totally excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of adnexal torsion ("one of fallopian tubes was twisted") and genital haemorrhage ("heavy bleeding") in a 41-year-old female patient who had essure (batch no. 624487) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, uterine prolapse and cough incontinence. Concomitant products included amlodipine (norvasc), epinephrine (epipen) since (B)(6), famotidine (pepcid), prednisone since (B)(6) and vicodin (norco). In (B)(6) 2007, the patient experienced dysmenorrhoea ("painful menses"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal vaginal bleeding"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2011, the patient experienced adnexal torsion (seriousness criteria medically significant and intervention required) with adnexa uteri pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), bacterial vaginosis ("frequent bouts of bacterial vaginosis"), incontinence ("incontinence"), dysuria ("dysuria"), abdominal pain ("painful bloating"), abdominal distension ("painful bloating"), menstruation irregular ("irregular menses"), weight increased ("weight gain"), loss of libido ("loss of libido"), pelvic pain ("sharp stabbing pelvic pains"), mood swings ("wood swings (as written)"), vaginal discharge ("discharge"), hot flush ("hot flashes"), back pain ("back pain"), headache ("headache"), migraine ("migraine"), menorrhagia ("menorrhagia") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery. Essure was removed on (B)(6) 2011. At the time of the report, the adnexal torsion, genital haemorrhage, bacterial vaginosis, incontinence, dysuria, abdominal pain, abdominal distension, menstruation irregular, weight increased, loss of libido, mood swings, vaginal discharge, hot flush, dyspareunia and back pain outcome was unknown and the dysmenorrhoea, pelvic pain, vaginal haemorrhage, bladder disorder, urinary tract disorder, headache, migraine, menorrhagia and vulvovaginal pain had resolved. The reporter considered abdominal distension, abdominal pain, adnexal torsion, back pain, bacterial vaginosis, bladder disorder, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, headache, hot flush, incontinence, loss of libido, menorrhagia, menstruation irregular, migraine, mood swings, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion most recent follow-up information incorporated above includes: on 28-feb-2018: the plaintif factsheet received:the event: abnormal vaginal bleeding, bladder disorder, urinary tract disorder, headache,migraine, menorrhagia, vaginal pain, events outcome, lab data, concurrent condition, concomitant medication, lot number added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of adnexal torsion ("one of fallopian tubes was twisted") and genital haemorrhage ("heavy bleeding") in a 41-year-old female patient who had essure (batch no. 624487) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included recurrent abortion, uterine dilation and curettage and hemorrhage (nos). Previously administered products included for an unreported indication: iud. Concurrent conditions included overweight, uterine prolapse (incomplete), cough incontinence, obesity, palpitations, vaginitis, endometrial polyp, uterovaginal prolapse, stress urinary incontinence, paratubal cyst, cystocele and rectocele. Concomitant products included amlodipine (norvasc), epinephrine (epipen) since 2010, famotidine (pepcid), prednisone since 2008 and vicodin (norco). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("painful menses"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal vaginal bleeding"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2011, the patient experienced adnexal torsion (seriousness criteria medically significant and intervention required) with adnexa uteri pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), bacterial vaginosis ("frequent bouts of bacterial vaginosis"), incontinence ("incontinence"), dysuria ("dysuria"), abdominal pain ("painful bloating"), abdominal distension ("painful bloating"), menstruation irregular ("irregular menses"), weight increased ("weight gain"), loss of libido ("loss of libido"), pelvic pain ("sharp stabbing pelvic pains"), mood swings ("wood swings (as written)"), vaginal discharge ("discharge"), hot flush ("hot flashes"), back pain ("back pain"), headache ("headache"), migraine ("migraine"), menorrhagia ("menorrhagia") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (laparosopic total hysterectomy/bilateral salpingoophorectomy). Essure was removed on (B)(6) 2011. At the time of the report, the adnexal torsion, genital haemorrhage, bacterial vaginosis, incontinence, dysuria, abdominal pain, abdominal distension, menstruation irregular, weight increased, loss of libido, mood swings, vaginal discharge, hot flush, dyspareunia, back pain, fatigue and nausea outcome was unknown and the dysmenorrhoea, pelvic pain, vaginal haemorrhage, bladder disorder, urinary tract disorder, headache, migraine, menorrhagia and vulvovaginal pain had resolved. The reporter considered abdominal distension, abdominal pain, adnexal torsion, back pain, bacterial vaginosis, bladder disorder, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, hot flush, incontinence, loss of libido, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: per mr: 3 coils protruding from cornua bilaterally: the essure device was advanced and placed in the left cornua, released, 3 coils out of ostia. The same was done on the right side. The case was terminated and occlusion complete/device placed correctly. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.7 kg/sqm. Hysterosalpingogram: on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: plaintiff fact sheet received : historical drug and events (fatigue and nausea) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of adnexal torsion ("one of fallopian tubes was twisted") and genital haemorrhage ("heavy bleeding") in a 41-year-old female patient who had essure (batch no. 624487) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included recurrent abortion, uterine dilation and curettage and hemorrhage (nos). Concurrent conditions included overweight, uterine prolapse (incomplete), cough incontinence, obesity, palpitations, vaginitis, endometrial polyp, uterovaginal prolapse, stress urinary incontinence, paratubal cyst, cystocele and rectocele. Concomitant products included amlodipine (norvasc), epinephrine (epipen) since 2010, famotidine (pepcid), prednisone since 2008 and vicodin (norco). In october 2007, the patient experienced dysmenorrhoea ("painful menses"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal vaginal bleeding"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On (B)(6)2007, the patient had essure inserted. In july 2011, the patient experienced adnexal torsion (seriousness criteria medically significant and intervention required) with adnexa uteri pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), bacterial vaginosis ("frequent bouts of bacterial vaginosis"), incontinence ("incontinence"), dysuria ("dysuria"), abdominal pain ("painful bloating"), abdominal distension ("painful bloating"), menstruation irregular ("irregular menses"), weight increased ("weight gain"), loss of libido ("loss of libido"), pelvic pain ("sharp stabbing pelvic pains"), mood swings ("wood swings (as written)"), vaginal discharge ("discharge"), hot flush ("hot flashes"), back pain ("back pain"), headache ("headache"), migraine ("migraine"), menorrhagia ("menorrhagia") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (laparosopic total hysterectomy/bilateral salpingoophorectomy). Essure was removed on (B)(6) 2011. At the time of the report, the adnexal torsion, genital haemorrhage, bacterial vaginosis, incontinence, dysuria, abdominal pain, abdominal distension, menstruation irregular, weight increased, loss of libido, mood swings, vaginal discharge, hot flush, dyspareunia and back pain outcome was unknown and the dysmenorrhoea, pelvic pain, vaginal haemorrhage, bladder disorder, urinary tract disorder, headache, migraine, menorrhagia and vulvovaginal pain had resolved. The reporter considered abdominal distension, abdominal pain, adnexal torsion, back pain, bacterial vaginosis, bladder disorder, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, headache, hot flush, incontinence, loss of libido, menorrhagia, menstruation irregular, migraine, mood swings, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: per mr: 3 coils protruding from cornua bilaterally: the essure device was advanced and placed in the left cornua, released, 3 coils out of ostia. The same was done on the right side. The case was terminated and occlusion complete/device placed correctly. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.7 kg/sqm. Hysterosalpingogram - on(B)(6) 2008: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.